Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl on multiple occasions and it was addressed with a bolus via the pump. The customer stated that this occurs on the 3rd day when the supplies are due to be changed. It was unknown what the cause of the elevated bg was. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg levels.